Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a station that displayed a message "cannot authenticate error" and user was unable to login. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user failed to log in, displaying a "cannot authenticate" error. The technical support specialist (tss) created a local user account and assigned facility role, in active directory (ad) created an account with same userid, synchronized the domain, and did couple of troubleshooting steps to resolve the issue. The system functioned as intended after the technical support specialist investigated the device issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a station that displayed a message "cannot authenticate error" and user was unable to login. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.